Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. The catheter laboratory report or images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was insufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no device deficiency or manufacturing related root cause could be identified. The treating physician rated the outcome as not device related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system (3.5x26 mm) was selected for treatment of a type iii perforation located at the prox. Lad. A severely calcified lesion in the proximal lad was ballooned and subsequently treated with a rotablator due to the heavy calcium burden (vessel reference diameter 3.75 mm; stenosis degree 90 percent, lesion length 20 mm) . According to the physician the perforation was caused as a result of the rotablator treatment. Standard rotablator equipment, including the rotawire and rotablator burr were used along with an ebu guidecatheter. In order to stop the bleeding protamine injection and balloon dilatation was performed prior to the use of the pk papyrus covered stent. The pk papyrus covered stent was successfully placed in the target lesion (prox. Lad) and the perforation was successfully sealed (applied pressure 14 atm/45 sec; no post dilatation was performed). Per physician complication was stent thrombosis following covered stent deployment, distal to the stent. Patient experienced cardiogenic shock and passed away on the table.